Manufacturer narrative:
The subject device was not returned to olympus medical systems corp.(omsc) for evaluation. According to the literature, it is known that gas bubbles may occur during the prostatectomy and a small explosion may occur infrequently because of chemical reaction of the gas bubbles. Therefore, omsc surmised that the reported phenomenon caused by the common complication of the prostatectomy. The ues-40 instruction manual states the notice for the handling of the device. Also, omsc checked the device history record of the subject device, and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following. During the prostatectomy with the saline, the facility greeted abnormal sounds. The facility investigated the bladder of the patient, and found the three breaches on the bladder of the patient. The facility changed the procedure to the open surgery, and completed the procedure.